Event description:
It was reported that while the mr tech moved the ventilator, it got stuck up against the MRI housing. The ventilator was tilted with two wheels off the ground and the front of the ventilator was pressed against the front of the MRI housing. There was no procedure going on at the time.